Manufacturer narrative:
(B)(4). A visual evaluation of the returned device was performed. The working length had no kinks and the needle tip was sharp and appeared normal. The distal end of the outer sheath was torn for approximately 4mm from the distal and the needle hub was missing. Needle tip was sharp and appeared normal and the syringe luer and handle luer appeared normal without stripping. A functional evaluation found that when the handle was actuated, the needle would extend and retract without issue. Air was leaking from the tip of the sheath from the tear when the syringe was filled with air and was compressed through the device with needle extended. While the needle was extended, the syringe plunger was pulled and no vacuum can be created. Once the needle hub was missing, a proper seal could not be maintained where the base of the needle and the proximal end of the needle hub are supposed to seal up. A review of all information available for the event and the evaluations could not determine how the needle hub was separated and the outer sheath was torn since it could be related to operational context or the design issue. Therefore, undeterminable is selected as the most probable root cause (device leak and vacuum loss). A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database was performed and found two other complaints against specified lot.

Event description:
It was reported to boston scientific corporation that a transbronchial aspiration needle device was used during a bronchoscopy procedure in the patient's lungs on (B)(6), 2013. According to the complainant, no suction can be applied to the device since the account suspected an air leak at the point where the syringe is assembled with the device. Another device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. On (B)(6), 2013, this event has been deemed reportable based on the preliminary investigation results; metal hub was missing/detached but the needle is still intact.